Event description:
During attempted wire access and angioplasty of the right sfa, the distal plantinum wire wound tip of the wire separated from the wire core in an unretrievable location approx 3 inches above the right knee.